Event description:
It was reported via repair work order that the motion interrupt pan detached due to a missing screw. It was further reported that the ground cable was frayed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.